Event description:
During a patient transport the ventilator shut down after 5 minutes. In this case the ventilator alarmed stating that the unit will shut down in 10 minutes. Prior to this the ventilator showed full battery power. This has happened in two separate instances over several days.